Event description:
It was reported that quantity 2 of the ortholock ex-pin 3x110 broke upon removal from the tibia during a procedure. The broken fragments were left in the patient's bone. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event could not be confirmed as the pins will not be returned to the manufacturer for evaluation. Device not returned for investigation.